Event description:
It was reported that a trainer was asked to contact the user for additional training after episodes of hyperglycemia and hypoglycemia were described, with a request for more information on a hyperglycemic event and no alerts or alarms reported. Symptoms included high and low blood glucose values. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of available complaint details and a plan to obtain additional event information from the user. Investigation of this case revealed that the cause of the hyperglycemic event remained unclear based on the limited information provided, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.